Event description:
The function of the valve after implantation was fine and the pt went home in good condition. Postoperatively, the pt had an abdominal aneurysm. Approx two and a half months later, the pt developed a high gradient. The cardiologist performed a valvuloplasty and the gradient decreased. On (B)(6) 2012, the pt died of multi organ failure. The autopsy report indicated thrombus in each cusp of the epic valve. The leaflets of the valve were very flexible. It was reported the pt was not taking anti-coagulants.